Event description:
It was reported that a pt underwent a unk surgical procedure on (B)(6) 2009. The bottom flap of the device broke when the surgeon or the nurse "flapped up" the plate. Another product was used which worked normally. There was no adverse consequence to the pt."

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.